Event description:
It was reported that the device had an over infusion of insulin in the emergency room. The patient had an admitting diagnosis of hyperglycemia. The device was programmed to complete an insulin infusion at a rate of 4ml/ hour with a total volume to be infused of 100ml. However, 70ml of the infusion was completed within "minutes". Following the event the patient's blood sugar dropped. The clinician administered two doses of d50 and noted the patient was never in any type of distress. Subsequently, the patient was transferred from the emergency room to the hospital.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had an over infusion event. The device was programmed to complete an unspecified infusion over 4 hours but the infusion was completed within minutes. There was patient involvement but no harm is reported.

Manufacturer narrative:
Additional information : imdrf annex a, g, c codes.

Event description:
It was reported that the device had an over infusion of insulin in the emergency room. The patient had an admitting diagnosis of hyperglycemia. The device was programmed to complete an insulin infusion at a rate of 4ml/ hour with a total volume to be infused of 100ml. However, 70ml of the infusion was completed within "minutes". Following the event the patient's blood sugar dropped. The clinician administered two doses of d50 and noted the patient was never in any type of distress. Subsequently, the patient was transferred from the emergency room to the hospital.